Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with the right atrial pacing lead experienced a strong heart beat while lying on their back. The patient was seen in clinic and the lead was found to have dislodged. An invasive procedure was performed and the lead was successfully repositioned. Approximately a week following this procedure the lead had again dislodged. The pocket was reopened and the system was moved from the right side to the left side. Therefore the lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported. This lead has not been returned for analysis. Should additional information become available this report will be updated.